Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead was performed. Inspection of the lead body and electrode tip found no anomalies. Laboratory testing did not identify any lead characteristics that would have resulted in the clinical observation of dislodgement.

Event description:
It was reported that this left ventricular lead was explanted shortly after implant due to the lead not staying in the targeted vessel. It was noted that this dislodgement was confirmed through x-ray. This lead was successfully replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this left ventricular lead was explanted shortly after implant due to the lead not staying in the targeted vessel. It was noted that this dislodgement was confirmed through x-ray. This lead was successfully replaced. No additional adverse patient effects were reported.